Event description:
It was reported that the patient had a pericardial effusion was observed following implant of the device. The patient was stable and will continue to be monitored. Additional information was requested but was not available.

Manufacturer narrative:
Please retract this report, MFR number 2017865-2025-00539, as the pericardial effusion was alleged to be due to an unrelated procedure. The pericardial effusion was not suspected to be due to the lp, delivery catheter, or implant procedure.

Event description:
The pericardial effusion was alleged to be due to an ablation procedure that the patient had prior to the leadless pacemaker (lp) implant procedure. The pericardial effusion was not suspected to be due to the lp, delivery catheter, or implant procedure.